Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the screen went blank on the insulin pump after changing the battery. This issue was not resolved by changing the battery or cleaning the battery cap. The blood glucose reading was 160 mg/dl. Customer stated that the insulin pump showed no signs of physical damage and had not been exposed to moisture. He stated that the contacts on the battery cap were not damaged or missing and that the battery compartment was not damaged or corroded. Customer was assisted in performing a self test and the self test passed. Nothing further was reported.